Event description:
The procedure was completed using another device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Additional information was added to the following fields: d4 (lot), d4 (expiration date), d8, h2, h3, h4, h6. Corrected fields: b5 (information inadvertently missed), d7a, e1 (last name), e1 (email), e2. E3, h6 health effect impact code (f1908 should be removed) a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the customer's reported issue was confirmed. The broken portion of the wire was scorched and melted. Furthermore, the distal tip of the cutting wire was detached from the tube sheath and missing. In addition, the following reportable malfunction was identified during the device evaluation: the coated portion of the cutting wire was torn. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the cutting wire broke due to the following mechanism; 1. The cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. 2. Under the circumstances described in 1 (above), an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. 3. When the device was removed from the endoscope, the cutting wire of the distal side got caught in the lumen of the endoscope. 4. Because the device was pulled out as is, the cutting wire including the distal tip came out of the tube sheath and fell off. A likely factor causing tears of the coated portion of the cutting wire include the following; it is likely the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire was then rubbed due to the effect of contacting a metal area of the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the single use 3-lumen sphincterotome v knife wire breakage occurred during the therapeutic endoscopic sphincterotomy procedure. There were no reports of patient harm.